Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -10.0/+1.5/086 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 and (B)(6) 2018 the lens was re-positioned due to lens rotation not associated to a low vault and blurred vision. On (B)(6) 2018, the lens was exchanged with a same size, different model lens. Reportedly, the lens exchange resolved the problem. The surgeon states "suspected zonular weakness that could caused lens rotation multiple times."

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the lens surface. Visual inspection found a tear in the haptic. (B)(4).